Event description:
International affiliate reports the probe broke in a patient with sclerotic bone during pedicle preparation. The event resulted in a delay of fifteen minutes as another set was used to complete the procedure. As it is possible that an unintended portion of the device remains in the patient, the medwatch report is being submitted to document this event.

Manufacturer narrative:
Depuy spine has requested return of the pedicle probe for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned probe found breakage occurred at the distal tip of the instrument. The remaining tip section was found to be twisted. The probe was tested for hardness and met specification requirements. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, the damage is indicative of the application of atypical force during pedicle preparation and/or wear to the device due to material fatigue related to forces applied over the life of the instrument. At this time, the complaint is considered to be closed.